Event description:
New information received notes that the lead was capped and replaced (B)(6) 2024. The patient was stable.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. It was also noted that the patient experienced dizziness. Programming changes were made. The patient was stable.